Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported difficulty positioning and removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link 8 coronary stent system (css) instructions for use (IFU) states: in case you feel resistance, do not pull the device against resistance. Continuing to advance or retract the catheter may result in damage to the vessels, separation or damage to the catheter.

Event description:
It was reported that the procedure was to treat a lesion that was moderately calcified, mildly tortuous, and 75% stenosed located in an unspecified vessel. During advancement of the 3.0x23 mm multi-link 8 stent delivery system (sds) over the guide wire, due to blood present on the guide wire, the sds stuck on the guide wire outside the patient. The sds was pushed and pulled several times and when pulled with force, the distal shaft separated. The sds never entered the patient anatomy. A non-abbott stent was used and implanted for treatment. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: hyperion sal1.0 7fr. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.